Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the teflon pad fell off inside the pt and was retrieved, there was no pt injury reported. Olympus has followed up with the user facility to obtain add'l info, but with no results.